Manufacturer narrative:
The reported defect device has been returned to the manufacturer. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2015, a (B)(6), female patient presented for an endovenous laser procedure. At the close of the procedure, when the treating physician was withdrawing the guidewire, the wire partially unraveled inside of the patient. The guidewire was successfully removed from the patient with no harm or injury to the patient. The disposable device has been returned to the manufacturer for evaluation.